Event description:
Healthcare professional (hcp) reported that they injected a patient with skinvive¿ by juvéderm® on the right and left malar regions 1 ml per side, harmonyca¿ with lidocaine in the ck1: 0.25 ml / ck4: 0.5 ml / jw1: 0.5 ml, juvéderm® voluma¿ with lidocaine in the c1: 0,7ml / c2: 0,3ml, and juvéderm® volux¿ in the jw4: 0,5 ml / jw4: 0,5ml. Patient developed nodules. Additionally, the healthcare professional reported that about 7 months after injection the patient developed a non-device related throat infection. The patient was treated with anti-inflammatories, but no antibiotics were used. The hcp noticed that 30 days after that the sites of the fillers performed with harmonyca¿ with lidocaine and juvéderm® volux¿ it started to become harder. When the hcp reached the patient by phone, they stated that they could not describe whether they were hard nodules (like granulomas) or just a bit more palpable. The physician reports that based on the patient¿s history the nodules are compatible with etip (persistent intermittent swelling) the patient was prescribed: predsim 30 mg/day for 3 days. The hcp will contact the patient for follow-up. Additionally, the healthcare professional reported that 0.25ml in ck1, 0.5ml in ck4 and 0.5ml in jw1 was injected with harmonyca¿ with lidocaine, and 0.5ml in jw4 and 0.5ml in jw5, of juvéderm® volux¿ and 0.7ml in c1 and 0.3ml in c2 was injected with juvéderm® voluma¿ with lidocaine. After 30 days the patient had a sore throat, the patient developed nodules in the chin area, without pain or other associated signs. The hcp was advised the patient to start taking predsim.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.